Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using a lantern delivery microcatheter (lantern), penumbra coils and a non-penumbra catheter (5fr). It was noted that the patient¿s anatomy was very tortuous. While advancing the lantern toward the target location, the physician noticed under fluoroscopy that the lantern fractured at the mid-shaft within the distal target artery. A guidewire was advanced through the fractured segment, and both the guidewire and the fractured lantern were removed. The procedure was completed using another lantern and four coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern delivery microcatheter (lantern) confirmed a fracture. Due to lack of signs of torquing or stretching at the fractured location, this damage was likely due to a kink that worsened to a fracture. If the lantern is manipulated against resistance during use, damage such as a kink and subsequent fracture may occur. The reported tortuous anatomy may have contributed to the resistance. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.